Event description:
It was reported that the patient was on program 4 at 1.7 volts but when she was raised to 1.8 volts it became too painful for the patient and she stated ¿it kind of hurt on the right side.¿ the patient was not getting symptom relief at this setting and she felt stimulation only on the right side of her pelvis. The patient stated that the setting was not ¿letting her urinate like she was supposed to.¿ the patient was assisted in switching to program 2 at 1.6 volts where the patient felt comfortable stimulation. After further review, it was noted that the patient ¿just barely go a little¿. Additional information received reported the cause of the event was unknown. No surgical intervention and no hospitalization were noted. The patient outcome was non-serious injury/illness. Additional information received reported that the patient was not feeling the stimulation or getting symptom relief so they turned it up from 2.9 volts to 3.0-3.1 volts last night (program 2). It was noted that the stimulation was still not working for them. The patient then increased the stimulation this morning and ¿knocked¿ them ¿for a loop¿. The stimulation was then turned off and they ¿reset¿ the stimulation to 2.9 volts but they did not feel the stimulation. It was determined that the patient was on program 1 at 3.4 volts and had been set there for 3 to 5 minutes. The patient wanted to go back to program 2 and did so but noted that it hurt. The stimulation was turned down to 2.5 volts and the patient wanted to leave there and assess further. After further review it was reported ¿this thing is not doing what it¿s supposed to be doing and we¿re having a little bit of hard time adjusting it¿. It was noted to be changed from one program to another and it does not seem to be working too much for the patient. It was noted that the patient was ¿barely feeling it¿. It was noted that the stimulation stop during the programing and then the patient noted it was ¿too much and can¿t take it¿. The patient was feeling it ¿real strong¿. Additional information received indicated the patient was having ¿a lot¿ of bladder accidents for about three months or longer. No falls or traumas were noted. The patient went to the doctor¿s office the day prior to the call and had settings reset, but it still did not help their symptoms. It was added they could not make it to the bathroom with these accidents. A loss of therapeutic effect was noted. The patient was currently at 1.9v and was not feeling stimulation. It was stated that therapy was working ¿fine¿ until three months prior. After further review, it was reported that the stimulator is not keeping the patient from urinating on their selves. It was noted as ¿it¿s really bad¿. It was noted during the night and late afternoon evening and night the patient was having ¿terrible problems¿. It was reported when you move it up, it does not move at all and when it does move it takes it up so high. It was noted that the patient gets a little tingling. It was reported the unit was turned down to one and it kept going low, until it went to zero on the one program. It was noted that the battery¿s was ¿just weak or something¿ and new batteries put in. About a week and a half later, it was reported the patient was not getting any stimulation from the unit. The patient was currently at 2.6v and was not feeling stimulation. It was stated that the patient could not go to program 3. It was stated that the device ¿stopped working¿ several months prior. The patient had been reprogrammed in the office many times and it would work for a while and then it would stop working. It was noted that the patient had been wetting the bed at night and they were given oral pills to help with their bladder. At the time of the call, the patient¿s device was turned off. Stimulation was turned on and the patient felt it comfortably. The device was left on so the patient could determine if their symptoms improved. After further review, it was reported that the patient could not change the programming. It was noted that when turning it up, it does not stimulate the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v826029, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect and they had the implantable neurostimulator (ins) for over 2 years. It had worked and it had not worked for a big part of the time. The patient had a real bad bladder thing and was not being able to control it. The patient had done everything and had even seen the bladder health care provider (hcp). In the last month or 2 it had been bad and the patient started having accidents at night. About 2 to 3 weeks ago, the patient tried to increase it but it hurt them so they turned it down. The patient had had falls or trauma since implant but it had been a while. The patient¿s diabetes hcp said that their diabetes could be keeping the bladder from functioning properly and the patient could get acupuncture shots in their ankle that might help with their bladder. The patient synced their programmer to their ins and it was on program 2 at 4.6v. The patient did not feel stimulation and they had tried all 4 programs in the 2 years they had the ins. The patient opted to try program 1 changed to program 1 at 3.6v. The patient was not feeling stimulation, and they would feel stimulation initially but then lost the sensation of it. The patient could feel very little stimulation at 5.2v and they asked about trying another program as they didn¿t feel it very much after increasing. Program 3 at 3.9v kind of hurt for the patient and then it went away. Stimulation was increased to 4.1v and the patient didn¿t feel it. They switched to program 4 at 1.8v and increased to 2.5v where the patient could tolerate it. The patient was going to try 2.5v for a bit and if it hurt they would turn if down, or if they couldn¿t feel it they would try increasing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.